Event description:
Customer reported receiving inaccurate high readings. They received an unspecified high reading then experienced hypoglycemia and was transported to the hospital. Customer was provided food and glucose to treat the low readings. The hospital readings were around 50 and 30 mg/dl according to customer. Customer was kept for observation then released when stable. No lab comparisons were provided.